Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving inappropriate defibrillation therapy due to noise resulting in oversensing on the right ventricular (rv) lead. The patient was monitored overnight in the hospital, and the following day the pacing lead impedance had increased. There was also a loss of capture noted on the rv lead and additional noise episodes were noted. Diagnostic imaging was performed which revealed that the lead had dislodged. The lead was explanted and replaced, and was damaged during the explant procedure and therefore discarded. The patient was stable following the procedure.